Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including death, bleeding, stroke, hemolysis, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to intraparenchymal hemorrhage. It was reported that computed tomography (CT) scan confirmed the bleeding. The event was likely related to anticoagulation status, normal hemolysis expected from the heartmate 3, and post-implant right ventricular assist device (rvad) requirement. 1 unit of platelets was given. Surgical intervention was discussed but ultimately decided against by the family due to poor prognosis. The device operated as expected. The device was not explanted, and no autopsy would be performed. It was later reported that the patient had a moderately dilated right ventricle and moderately reduced systolic function identified prior to surgery. There were no device or therapy related issues that would have contributed to right heart failure.